Manufacturer narrative:
Concomitant medical products: product ID 37092 lot# serial# unknown implanted: explanted: product type accessory product ID 37603 lot# serial# (B)(4). Implanted: (B)(6) 2018. Explanted: product type implantable neurostimulator. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the amplitude of the patient's implantable neurostimulator (ins) is too high. They are unable to decrease the amplitude with the programmer. The healthcare provider programmed the left side to be group cwith the amplitude set to 1.8. They were advised to increase the amplitude for the ins on their left by 0.1 a week later, but when the patient checked the ins on the left side over the weekend, they noticed that the amplitude was at 2.2. They were not sure how it got to 2.2. And they think the healthcare provider may have programmed amplitude higher than they initially thought. They were trying to decrease the amplitude because the patient stated that it was too high, but they kept seeing the information amplitude at lower limit screen. They also mentioned that they were unable to connect the ins on the patient's right side over the weekend, noting that the kept seeing the poor communication screen. They used a programmer antenna. They disconnected the antenna and confirmed it was able to connect without it. The right side is showing the device is on and the ins battery is ok. A replacement antenna was sent.